Event description:
During the procedure, the tip of the phaco broke off. At the time, the tip had no fluid under pressure and was lying on top of the lense, and the doctor was able to retrieve the broken tip without issue or harm to the patient.

Manufacturer narrative:
The device was not returned to ascent healthcare solutions for evaluation, and the device was not saved, so pictures of the device were not available. The packaging or labeling was not returned either. Since the device was not returned, the complaint could not be confirmed, a device evaluation could not be performed, and a root cause could not be determined.the device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release.due to the infrequency of this type of event, no trend analysis is available.